Manufacturer narrative:
Per the tandem user guide, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Cgm and meter bg readings were not provided. No additional patient or event information was available. Reportedly, the customer calibrated the cgm when readings were not present. A replacement sensor was sent to the customer.